Manufacturer narrative:
The astral device was not returned to resmed. The device was returned to an authorized resmed third party service center for an evaluation and service. The device was powered down to address the reported sf150. No further information is available at this time, therefore resmed is unable to confirm the alleged malfunction. An investigation was performed on all available information. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf188 was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf150 and sf188) related to an electro-valve and safety assert system issue respectively; subsequently, the device stopped ventilation. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf150 and sf188) related to an electro-valve and safety assert system issue respectively; subsequently, the device stopped ventilation. There was no patient harm or serious injury reported as a result of this incident.